Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected did not recur within a week of troubleshooting previous occurrence. Customer was requesting a pump replacement. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Device passed displacement test, sleep current measurement and active current measurement.